Event description:
It was reported by service report that the bed was stuck in zoom as actuator broke at the metal piece that connects to the frame of the bed.

Event description:
It was reported by service report that the bed was stuck in zoom as actuator broke at the metal peice that connects to the frame of the bed.

Manufacturer narrative:
Follow-up submitted as further investigation determined the zoom was working but would not go into neutral. This will result in caregiver annoyance, however, it is not likely to harm the patient as the patient could still be transported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.